Manufacturer narrative:
(B)(4). Date sent: 07/08/2025. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch#: a9e63y, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, the stapler fired properly and the staples were formed and it appeared to be a good staple line but the knife blade did not retract. They used the manual override but it felt excessively difficult to pump the manual override lever; however, they were ultimately successful in forcing it back. They removed the gun and replaced with the different gun to complete the procedure. When they took the reload out of the gun, they noticed it was different from the other reload. The reload that had the problem was missing the metal wrap around the reload. Upon inspection the metal was not stuck in the gun. It appear ed that the metal was missing from the reload when they took out it from the package. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2025 d4: batch #681c03 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. No cartridge separation was noted during the analysis. The manual override was totally functional and worked without any issue noted during functional test. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm - powered+ is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 681c03, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2025. Corrected data: h4. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.